Event description:
Customer reported that the drive support cap came through the casing when priming the insulin pump. Customer stated that the damage was on the opposite side from the reservoir and the battery compartment. Customer's blood glucose reading at the time of the call was 500 mg/dl and has treated with injections. No further information reported.

Manufacturer narrative:
Customer reported that the drive support cap came through the casing when priming the insulin pump. Customer stated that the damage was on the opposite side from the reservoir and the battery compartment. Customer's blood glucose reading at the time of the call was 500 mg/dl and has treated with injections. No further information reported.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly. However, the insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.